Event description:
It was reported that pump touchscreen was cracked, making screen unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged a replacement.